Manufacturer narrative:
Investigation summary: the complaint investigation for an unexpected negative result when using the bd max vaginal panel kit (ref. 443712) kit lot 3353975 was performed by the review of manufacturing records, review of customer¿s data, retain material testing and by the complaint¿s history review. Customer complained about a negative result that they consider should have been unresolved result (unr) on for the bv targets when using the bd max vaginal panel kit lot 3353975. Review of the manufacturing records of bd max vaginal panel kit indicated that lot 3353975 was manufactured according to specifications and met performance requirements. Customer provided run files for run 5459 from bd max instrument ct1463 for investigation. Sample run 5459; position b3 was targeted by the customer as the suspected false negative result and consider that the result should have been unr since there was no amplification in the cy5.5 channel (ic) in the top position of the cartridge. Manual adjudication revealed no amplification in the top position of the cartridge as well as late and low amplification that reached the threshold to give a valid result in the bottom position of the cartridge. This suggests sample-related inhibition. Since the bd max¿ vaginal panel algorithm considers only the internal control amplification in the bottom position of the cartridge, the result was interpreted valid by the algorithm which is the expected result in such cases. The retain material of bd max vaginal panel kit from lot 3353975 was tested and the results were as expected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel kit lot 3353975. The root cause was not identified. However, sample-related inhibition could explain the customer issue. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd max¿ vaginal panel, a result returned negative (valid) instead of unr when no target was amplified. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ vaginal panel, a result returned negative (valid) instead of unr when no target was amplified. There was no report of patient impact.